Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had been unable to get a bolus due to seeing the telemetry unsuccessful screen each time they requested a bolus. The patient stated that they hadn¿t used it in ¿quite a while/a couple of months¿ due to their pain issues not ramping up until recently. The patient stated that their recent bout of pain started after being in the hospital in ¿may/june¿ for 3 kidney stone surgeries and from laying in the bed while there. During troubleshooting, the patient stated, ¿the pump does move around a bit in there, but they¿re able to refill it and says everything looks good every time I go, so it hasn¿t flipped or anything¿. The patient was unsure of when this started. The patient confirmed the ptm (personal therapy manager) had not been dropped or gotten wet; there was no battery corrosion or loose springs in the battery compartment; they were using the appropriate batteries; and there were no button issues. A replacement ptm was requested from the repair department as part of troubleshooting and the patient agreed to follow-up with their healthcare provider (hcp) to check their internal devices. No patient harm reported.